Manufacturer narrative:
E1: initial reporter first name, last name, facility name, address: (B)(6). H10: the device was not received for evaluation; however, it was inspected on-site by a baxter qualified technician. During visual inspection the conductivity p carbon rod and tube were observed collapsed at the filter valve. The reported condition was verified. The cause of the condition could not be determined. To resolve the issue, the qualified technician adjusted the variable flow rate. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an ak 96 machine leaked during disinfection. The leak was observed at the carbon rod of conductivity p and water leaks at filter valve (fiva). There was no patient involvement. No additional information is available.